Manufacturer narrative:
This combine initial and supplemental report is being submitted to provide the results of the manufacturer¿s investigation. A device evaluation, a review of the device history record (DHR), a review of the instructions for use (IFU), as well as a historical trending analysis were conducted during this investigation. The subject device was returned, and an evaluation was conducted. During the device evaluation, the user¿s initial report was confirmed. There were multiple broken elements compromising the image. Additionally, the angle was insufficient and there was play present. The adhesive on the distal end was cracked with part of it floating freely. The objective lens was scratched and the adhesive on the lens was also noted peeling. The review of the DHR did not find any abnormalities or anomalies identified during production. The device met all specifications upon release. The IFU contains the following statements: ¿do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient. Never perform angulation control forcibly or abruptly. Never forcefully pull, twist, or rotate the angulated bending section. Patient injury, bleeding, and/or perforation may result. It may also become impossible to straighten the bending section during an examination.¿ based on the results of the investigation, it is believed that stress caused the reported failure. Investigators checked the damaged area. Given the condition of the damage area, it appeared as though it had ruptured as a result of an extreme external force having been applied. Olympus will continue to monitor the field performance of this device.

Event description:
The customer originally returned his olympus evis lucera eltrasound gastroivdeoscope due to a non-reportable image problem that occurred during a procedure. Additional details relating to the patient and the event have been requested, but no response has been received at this time. There was no patient harm or consequence reported as a result of this event. During the device evaluation, it was discovered that the ultrasound probe had a deep tentacle surface cut in it. This report is being submitted to capture the deep surface cut noted in the ultrasound probe during the device evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information received from the customer. Event description: updated with information received from the customer. Correction to date received by manufacturer of the initial medwatch. The aware date should be 27-feb-2022. Investigation activities have been opened to manage the actions related to this report and any required MDR reporting.

Event description:
Customer confirmed the event occurred during an unknown diagnostic procedure. The procedure was completed with the same device and no impact to the patient.